Event description:
The end user was standing up from the toilet and fell, and the rollator happened to be in front of her and she fell forward over the device. As a result of this now the brakes dont work. End user is bedridden in the hospital.